Event description:
This report is being filed after the subsequent review of the following journal article, attinger, m.c., et.al. (2014). "Complete rupture of the popliteal artery complicating high tibial osteotomy." Journal of orthopaedics ii (2014), 192-196. Two cases were presented as a result of high tibial osteotomies performed at an institution. One patient was treated with a locking plate (tomofix, synthes) and the other an external fixator (monotube triax, stryker). Both cases were complicated with the immediate postoperative occurrence of an ischaemic syndrome of the lower leg. Urgent diagnostics revealed a complete rupture of the popliteal artery that required re-operation and a vascular repair. A (B)(6) male with osteoarthritis in the medial femorotibial compartment, a corrective high tibial osteotomy was performed. The opening wedge was fixed with a locking plate (tomofix, synthes). Patient developed severe, uncontrollable pain and swelling postoperatively, which required urgent vascular surgery. This is report 1 of 1 for (B)(4). This report is for an unknown tomofix locking plate and refers to severe pain and swelling postoperatively and surgery. No reported product problem.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Attinger, m.c., et.al. (2014). "Complete rupture of the popliteal artery complicating high tibial osteotomy." Journal of orthopaedics ii (2014), 192-196. This report is for the unknown tomofix locking plate, unknown quantity, unknown lot. (B)(4) surgery was performed. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.